Manufacturer narrative:
The reported event of long charge time was confirmed. A review of the device image showed that the device timed out during capacitor maintenance. The high voltage capacitors were analyzed, and internal damage to one of the capacitors was found. The damaged high voltage capacitor caused the extended charge time.

Manufacturer narrative:
Correction - section h7, h9 updated as analysis confirmed the reported event of long charge time.

Event description:
It was reported that the patient was lost to follow up. It was noted that the patient presented in clinic for interrogation and a charge time failure dating (B)(6) 2020 was observed on the implantable cardioverter defibrillator (ICD). Two successive manual capacitor reforms failed. The ICD was explanted and replaced. The patient was stable.